Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 300 mg/dl with extreme drowsiness and was in a bad mood. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. It was reported that there was an issue with multiple loss of prime alerts. Reportedly the prime step was completed with cartridge changes. No sudden changes in force or temperature were noted. Review of cartridge use techniques indicated that the instructions for use was followed. Troubleshooting was unable to resolve the reported prime issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged prime issue of unknown causes.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.